Event description:
It was reported that during a prostate procedure, the fiber started twisting inside the cap @ 46,705 joules of use and 11:33 minutes. The procedure was completed using a second fiber. Total 162,732 joules of use and 29:40 minutes lasing time. There was "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-420a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.